Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent was successfully placed. However, the axios stent's flange part cover appeared to be peeling immediately after stent placement, and some granulation tissue is emerging. The physician removed the stent and pointed out that the durability of the silicone was weaker than it was before. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf patient code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2301 captures the reportable event of the stent was removed using another device.